Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent mammectomy procedure on (B)(6) 2018 and suture was used. The suture was broken at several locations during dermostitch by interrupted suturing. There were no adverse consequences to the patient.